Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, insulin pump had moisture damage was found at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 201mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.